Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01792. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. After a non bsc guidewire cross both sides of the femoral artery, two 10mmx100mm epic stents were deployed in the right lesion and two 10mmx100mm epic stents were deployed in the left lesion. After that, two 6.0x40, 75cm mustang balloon catheters were advanced for post dilatation. However, on the 1st inflation at 8 atmospheres for 5 seconds, a balloon ruptured in both lesions. The devices were removed completely from the patient. The procedure was completed with a 6mmx100mm mustang balloon. No patient complications were reported and the patient's status was good.